Event description:
Clinical study. Same case as 2134265-2008-01238. It was reported that 6 days after a carotid artery stenting treatment procedure, the patient experienced shortness of breath and 2 days later experienced a further adverse reaction. The target lesion was located in right proximal internal carotid/segment with 80% stenosis and was 10 mm long with a reference vessel diameter of 5.5 mm. The target lesion was treated with placement of a filterwire ez 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. The patient was discharged the next day, discharge medications are unknown. Six days post index procedure, the patient experienced shortness of breath. No action was taken. The outcome was resolved without residual effects 2 days later. Eight days post index procedure, the patient experienced lip swelling and a rash on the buttocks. The patient was treated with benadryl 50mg by the primary care physician and hospitalization. The outcome was resolved without residual effect on 27 days later. In the opinion of the physician the relationship of the events to the filterwire ez system and the filterwire is probable.

Manufacturer narrative:
The product was not returned for evaluation. The lot number of the device was unknown. A review of the event description and of manufacturing records for last three lots of nexstent mr shipped to the customer gives no indication that the product was defective. Complications to angioplasty and stenting include reactions to the contrast dye or to the nexstent itself. The nexstent instructions for use outline risks such as allergic reactions to anti-platelet agents/contrast medium. The exact cause of the reported event was not determined. It is possible that the patient had an allergic reaction to the stent material, however, there is no indication that skin tests were performed to confirm an allergy to nickel or titanium so an allergy cannot be confirmed or ruled out. The root cause will be documented as anticipated procedural complications due to the nature of the reported complications.